Event description:
It was reported that the bd connecta q-syte wht has a product packaging issue. The following information was provided by the initial reporter translated from japanese to english: according to the customer report one unpackaged item found in one box before use.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 2 photos submitted for evaluation. The reported issue of packaging issue: product packaging was confirmed upon inspection of the samples. Analysis of the sample showed that a product was found without the primary packaging. Bd determined the cause of the failure was due to the design of the packaging machine. As a corrective action, a guard was created to prevent unpackaged parts from falling in with the finished product. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.